Event description:
This lead was found to have dislodged due to twiddler's syndrome. This lead was successfully revised (B)(6) 2010 and all records indicate it remains actively implanted. Should additional information become available, this event will be updated.